Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received result of 477 mg/dl on the aviva system and 227 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.